Event description:
A malfunction on the pump was reported by the caller, identified by a malfunction code of malf 12. There was no adverse impact on the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump, which resolved the issue. The customer was informed to continue using the pump and to contact support again if the malfunction code reoccurred.